Manufacturer narrative:
No product was returned for evaluation. The reported pump stoppages and low speed operations were confirmed per the evaluation of the submitted log file. The log file captured several instances of low speed operations , pump stops, and driveline disconnects between (B)(6) 2016 to (B)(6) 2016. These events occurred while the system was on the power module. Although the log file evaluation cannot conclusively determine the specific cause for the low speed operations and pump stoppages, these events appear consistent to a potentially compromised wire in the percutaneous lead. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The report of the patient¿s stroke is reported within medwatch report #2916596-2017-00244. (B)(4). Approximate age of device ¿ 1 year 9 months. The patient remains ongoing with the device. Additional information was requested, but not provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital on (B)(6) 2017 for a stroke. Device interrogation revealed multiple low speed operations and pump stoppage events. The patient was not able to verbalize what happened during the events. The customer reported that the patient had gained weight since implant, had not routinely followed up, and had a significant lapse in reported for inr testing. The manufacturer¿s technical service representative reviewed the submitted log file and confirmed the events. X-ray images did not reveal obvious areas of concern on the driveline. On (B)(6) 2017, it was reported that the patient experienced a massive hemorrhagic stroke. It was reported that the lvad system would remain connected to an ungrounded power module patient cable. No additional interventions to the driveline would be performed at the time due to the stroke. No additional information was reported.